Event description:
All attempts to the reporter for further information have been unsuccessful to date.

Event description:
Reporter indicated the vns was disabled permanently on (B)(6) 2011.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings with systems diagnostics testing on (B)(6) 2010. The patient was also experiencing neck pain. The vns settings were lowered, and the vns was eventually disabled in (B)(6) 2011. The patient continues to do well clinically and is stable. X-rays were reviewed and no obvious lead breaks were noted per the reporter. Attempts for further information are in progress.